Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2015. The failure was due to a defective tantalum capacitor.

Event description:
Na

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer 306400 would not activate with a rechargeable battery pack. The customer replaced battery pack and the handheld made a "little bang" sound and visible smoke emitting from handheld with burnt smell. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used. Therefore the analyzer is unlikely to become hot to touch. Based on the information available, there were no patient or user related injuries associated with this complaint.